Manufacturer narrative:
(B)(4). No buttress material was used. The device was returned 06/22/2016. (B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, after a hartman procedure with an eea stapler, a leakage was found at the site off the anastomosis on the patient for the second time. There was an extension to surgical time by more than 30 minutes, an extension of the incision by more than 1 inch and more than 500 cc of blood loss.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and attached to the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, a shallow knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the damaged knife, the reported condition was confirmed. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Based on the product analysis, the failure was confirmed to be attributed to the reported event. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).